Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue however; there were fibre and sachet jams recorded on the labour sheets, which may impact complaint issue. The production monitoring system was reviewed and there were seal issues and the technician was on-line for remediation. There was also fibre and sachet jams reported. All preventative maintenance was completed to schedule. Machine logs were reviewed and cross seals were changed during manufacture. Unable to determine complaint issue from the photographs provided with the case. A nonconformance was opened and will be closed on the completion and approval of the investigation. This issue will be monitored through the post market product monitoring review process. No additional information has been received; however should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been received to date. Should additional information become available, a follow-up report will be submitted.

Event description:
A health-care professional reports finding one piece of aquacel ag dressing that was not completely covered with the primary packaging. The product was not used on a patient. A photograph was provided of the complaint issue.